Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that the battery compartment was damaged and there was a report of moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, there was corrosion observed in the battery compartment. A leak test failed at the crack in the battery compartment. Unrelated to the original complaint, the battery compartment was observed to be cracked to the left and under the grip pad. The pump case was removed and there was corrosion found throughout the inside of the pump.